Manufacturer narrative:
The device in question has not yet been returned to olympus for investigation. However, upon receiving information provided by the hospital, it was reported the physician was using the device in a matter not specified by the labeling. Therefore olympus cannot conclusively determine the cause fo the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.

Event description:
The hospital reported during a procedure the wire basked of the device broke while the physician was attempting to crush a large stone. The physician was unable to remove the basket and the patient was subsequently sent to surgery. The basket was retrieved with no further complication to the patient.